Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that her oral-b toothbrush heads did not fit securely onto the toothbrush base and she had to keep her finger on the brush head to stop it from being ejected. No injury was reported.